Event description:
The patient reported skin irritation while using a flexwire configuration. The patient experienced multiple symptoms including burning sensation, itching, bleeding/discharge, open sores, skin rawness, and scabbing. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. The patient took a break or discontinued service due to the skin irritation. The patient confirmed that skin preparation steps were followed as instructed. It is unknown whether the patient has a history of skin sensitivity or allergies.

Manufacturer narrative:
The patient reported skin irritation while using a flexwire configuration. The patient experienced multiple symptoms including burning sensation, itching, bleeding/discharge, open sores, skin rawness, and scabbing. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid medication. The patient took a break or discontinued service due to the skin irritation. The patient confirmed that skin preparation steps were followed as instructed. It is unknown whether the patient has a history of skin sensitivity or allergies. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - cloth - nissha is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 15 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.